Event description:
It was reported that the nail holding bolt would not detach from targeter. Could not engage set screw so had to cut through targeter for removal.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail holding bolt would not detach from targeter. Could not engage set screw so had to cut through targeter for removal.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. The nail holding screw stuck in the nail adapter of the target device due to fretting caused by an oblique insertion and/or too much torque and due to an increased head diameter, caused by hitting the nail holding screw prior or during the surgery. The target device is imprinted with the warning ¿do not hit¿. This also includes all assembled parts such as the nail holding screw. The case is attributed to an insufficient handling. No non-conformity identified.